Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had a battery charging malfunction. There was no patient involvement.

Manufacturer narrative:
Event site state and postal code: (B)(6). A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse determined that the power supply was faulty. To fix the issue, the fse replaced the pwr sply/chrgr w/o ext dc inpt (0014-00-0033-05), and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.